Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was low illumination of multiple ports at the level of the module tabletop. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate an issue related to the reported event. The tabletop illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on june 29, 2016. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. The manufacturer internal reference number is: (B)(4).